Event description:
(B)(4). Information was received from a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had experienced difficulty/unable to charge. They were having difficulty maintaining good coupling. It was stated that the patient started a charge session and got 8 bars but when the recharger gets moved or when the belt adjusted, the coupling dropped. It was indicated that the battery felt superficial and like it was sitting upright. It was claimed that the coupling issue started since implant but recently got worse following a fall. Antenna locate feature was performed and they were able to get 8 coupling bars following the antenna locate. The position they were using after the antenna locates was slightly shifter over and seemed to be working better. Further information received indicated that ins reading and lead impedance test did not show any issue and the patient only asked if the device could be affected in anyway because of the fall. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.